Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). The alarm had just occurred for the first time. Esp personnel recommended to press auto fill and then restart the pump. It was working fine. The patient was in a new onset afib with a rate in the 120 degrees.esp personnel explained this would likely be the reason for the alarm, and by filling the balloon, they had resolved the issue.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected fields - h6 (type of investigation).